Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015 device evaluation: the device has been returned and evaluated by product analysis on 04/08/2015 with the following findings: a review of the black box revealed one power on reset (por) event followed by two por events associated with multiple ¿call service (cs) 128¿ alarms due to a discharged replace battery on 01/21/2015.the battery voltage was found to be above the battery alarm/warning threshold prior to the por event. The battery cap or cartridge cap was not returned with the pump. Therefore, a test battery cap and cartridge cap were used to complete the investigation. There was no damage found to the battery compartment. During evaluation, there were no power interruptions or any errors, alarms or warnings (eaw) that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power printed circuit board (pcb). The reported ¿no power¿ complaint was unable to be duplicated during investigation. Unrelated to the complaint, the text on the display was found to be dim and reddish.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was reportedly no damage found to the battery compartment. It was noted that the power issue immediately started during/following a battery change. There no indication as to whether or not the there was damage to the battery cap or when it was changed. There was also no indication as to whether or not there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).